Event description:
It was reported that during a lead replacement, the device setscrew came out at the header and the physician was unable to re-insert the setscrew. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.